Event description:
Reporter complains of severe body pain, capsular formation within 3 months, gel bleed (no gross rupture), morning stiffness/severe body pain, demyelinating neuropathy (peripheral neuropathy), muscle atrophy, lupus-like autoimmune problems, lacunar infarct/basal ganglia, keraconjuctivitis, alopecia, livedo reticularis, alpha intrusion/poor rem incontinence (bowel and headaches), cognitive impairment, sjogren's syndrome, raynaud's, vasculitis, fibromyalgia, photo-sensitivity, sinus-rhythm tachycardia with underlying coronary disease, depression and weight gain.